Manufacturer narrative:
UDI number: na. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a curved probe was found bent during a routine inspection. There was not a patient present during this event.

Manufacturer narrative:
Additional information: method, results, conclusions) - the returned probe was evaluated. The tip was found to be bent. There were no other signs of damage on the device. There is not enough information to determine a cause as the failure was discovered outside of surgery.

Event description:
It was reported that the tip of a curved probe was found bent during a routine inspection. There was not a patient present during this event.